Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err 121". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and it failed. A cracked window display was observed. The receiver failed to boot up. The "call tech support " and "err68" was observed on the screen. The receiver data log was downloaded, reviewed and firmware errors were observed. The receiver functional test was attempted but could not be performed due to "call tech support". The receiver case was opened for an interior inspection and passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.